Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while using the device to perform sphincterotomy, the device would not bow sufficiently. However, they managed to perform the cut with this partially bowed device. It was reported that there was no visible damage to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the working length of the device was twisted, the cutting wire was blackened, and the working length of the device was torn/melted approximately 7 mm at the distal pierce hole, displacing the cutting wire approximately 7 mm. Functional evaluation found that the device did not bow since the exposed cutting wire is shorter than specification due to the working length condition (torn/melted distal pierce hole). Review and analysis of all available information indicated the most probable root cause for this event was operational context since manipulation/use of the device during the procedure could have caused the failures found. The device history record review found the device met all manufacturing specifications.